Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
During a rapid insulin injection, made by the patient herself, observation that insulin was leaking from the injection site when she removed the pen, and same observation when the ide performed the injection. However, the needle pricked the skin because minimal presence of blood, but probably should not have enter. The patient did not have her dose of rapid insulin. Blood sugar remaining high. Precautionary measures and actions taken, use of needles belonging to the patient, with which she was accustomed to prick, during the next injections. Glycemic monitoring.